Event description:
It was reported by the rn that the er320 was used during a cholecystectomy procedure and the clips crossed over. They opened another er320 to finish the case. There was no consequence to the patient.